Manufacturer narrative:
This ra lead will not be returned for analysis. At this time, there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a recent follow-up, low out of range pacing impedance measurements were observed in both the right atrial (ra) and right ventricular (rv) channels. It was also observed there were low out of range shock impedance measurements and loss of capture (loc) in the rv channel. An x-ray was performed, which did not reveal any anomalies. The physician was advised to perform a revision. This patient remains hospitalized. There were no adverse patient effects were reported. Subsequently, additional information was received that the pg, rv and ra leads were replaced. Both the ra and rv leads were surgically abandoned.